Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 334 (mg/dl) for 2 days. Customer administered correction boluses and changed pump supplies to treat their bg levels. Customer also reported that they are working with their health care provider to adjust their pump settings to treat their elevated bg levels. System check with tandem technical support indicated pump was performing as intended.